Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-02077, -02078, -02080. This event occurred in (B)(6).

Event description:
Allegedly, revised after 20 years due to osteolysis.